Manufacturer narrative:
Upon follow up it was reported the levofloxacin was given every night (previously inadvertently captured as 9n). Six days after the start of vancomycin (1000mg every 72 hours) the frequency was changed to vancomycin (1000mg every week via unspecified ifqgy route) for peritonitis. It was reported that after treatment the symptoms of abdominal pain and dialysate cloudy gradually disappeared. Seven days later, treatment with levofloxacin and vancomycin was stopped. Four days later, the patient was discharged from the hospital and was recovered from this peritonitis event (previously recovering/resolving). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Study title: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis ((B)(6) study). Type of study: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy dialysate. The following day the patient was medically diagnosed and hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On the same day, the patient was treated with levofloxacin (0.4 gram, "9n" route and frequency not reported) and vancomycin (1000 milligram, every 72 hours, route not reported) for peritonitis. On an unreported date, the patient received abdominal cavity flushing treatment for the event. At the time of this report, the patient remained hospitalized, treatment was ongoing and the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.